Event description:
A nurse at the user facility reports a problem was noted with the intraocular lens following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional info has been requested.